Event description:
During troubleshooting for an unrelated alarm, during dwell 3 of 4, it was reported that a supply bag had fallen. The bag was reported to have disconnected and the home patient (hp) re-connected the bag, then continued the therapy. The hp was instructed, by the technical service representative (tsr), to start over with new supplies and to contact the peritoneal dialysis registered nurse (pdrn) regarding this event. There was patient involvement; however, no adverse event was associated with this report.

Manufacturer narrative:
(B)(4). The sample was not available for analysis and the lot number was unknown; therefore a batch review could not be performed. The proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.